Event description:
A complaint was received regarding lower glucose sensor scan values while wearing the adc device compared to the hcp meter. As a result, on (B)(6) 2022, the customer made hcp contact where a blood glucose test of 440 mg/dl was obtained in the hcp meter compared to a senosr scan of 42 mg/dl ,when plotted on a parkes error grid the result fell into the "d" zone showing the difference in values to be clinically significant. The customer was provided unspecified IV medication by hcp for treatment. There was no report of death or permanent injury associated with this event

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding lower glucose sensor scan values while wearing the adc device compared to the hcp meter. As a result, on (B)(6) 2022, the customer made hcp contact where a blood glucose test of 440 mg/dl was obtained in the hcp meter compared to a senosr scan of 42 mg/dl ,when plotted on a parkes error grid the result fell into the "d" zone showing the difference in values to be clinically significant. The customer was provided unspecified IV medication by hcp for treatment. There was no report of death or permanent injury associated with this event.